Manufacturer narrative:
The reported event that navicular-cuneiform plate, l, short variax2 foot t10 was alleged of issue s-12 (implant breakage after surgery) could be confirmed based on the picture provided. Based on the details bmi was calculated and was found to be 30.41. More detailed information about the complaint event as well as the affected device must be available in order to determine the exact root cause of the complaint event. However, based on our risk management file, the most likely root cause is attributable to a patient related issue. The failure could have been caused by excessive workload imposed on the implant. The variax2 plate system is an internal fixation system which shall fix bone segments in a correct position until sufficient bone consolidation is achieved. The variax2 plating system is not intended to transmit full forces and bending moments of daily routine. Loading and weight bearing have to be individually reduced. Loads on the device produced by weight bearing and by the patient's activity level determines the longevity of the implant. The device inspection was not possible as the product was not returned for investigation. A review of the device history record for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If device is returned or any further information is provided, the investigation report will be reassessed. The instruction for use clearly mentions that ¿the use of these devices provides the surgeon with a means of bone fixation for the management of fracture and reconstructive surgery. These devices are intended only to assist healing and are not intended to replace normal bone structures. No fracture fixation device that is subject to material fatigue can be expected to withstand activity levels in the same way as would a normal healthy bone. The fracture fixation system, therefore, will not be as strong, reliable or durable as a normal human bone.¿ and that the surgeon should ¿ensure that you are familiar with the intended uses, indications/contraindications, compatibility and correct handling of the implant, which are described in the operative technique manual for the product system.¿ it warns the surgeon regarding the size and selection that ¿implant selection and sizing: the correct selection of the fracture fixation appliance is extremely important. Failure to use the appropriate appliance for the fracture condition may accelerate clinical failure. Failure to use the proper component to maintain adequate blood supply and provide rigid fixation may result in loosening, bending, cracking or fracture of the device and/or bone. The correct implant size for a given patient can be determined by evaluating the patient¿s height, weight, functional demands and anatomy. Every implant must be used in the correct anatomic location, consistent with accepted standards of internal fixation¿. The contradictions also state below points - these devices can break when subjected to the increased loading associated with delayed unions and/or non-unions. Internal fixation devices are load sharing devices which are intended to hold fractured bone surfaces in apposition to facilitate healing. If healing is delayed or does not occur, the appliance may eventually break due to metal fatigue. Loads on the device produced by load bearing and the patient¿s activity level will dictate the longevity of the device. Conditions attributable to non-union, osteoporosis, osteomalicia, diabetes, inhibited revascularization and poor bone formation can cause loosening, bending, cracking, fracture of the device or premature loss of rigid fixation with the bone.

Event description:
It was reported that patient had a left foot fusion surgery. 1 plate 8 screws 2 screw broken ( one still in foot) plate cracked, have had revision surgery since. Had to have revision surgery (B)(6) 2017 removal of hardware. New hardware put in.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown

Event description:
It was reported that patient had a left foot fusion surgery. One plate, 8 screws, 2 screws broken ( one still in foot) plate cracked, have had revision surgery since. Had to have revision surgery (B)(6) 2017 removal of hardware. New hardware put in.